Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, implanted mitraclip (x1). (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported sleeve steering issue in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is submitted to report the atypical clip movement which has the potential to damage the atrial wall, left atrial appendage, or chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. The second clip delivery system (cds) was advanced to the left atrium without issue; however, when m-knob was applied the cds moved in the opposite direction. The cds was removed without issue and replaced. Mr was reduced to 1 with two clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.